Event description:
It was reported that after successful placement of a acculink stent, the accunet filter detached from the wire and remained floating inside the stent. A second acculink stent was deployed inside the first acculink stent compressing the filter basket between the two stents. After the second stent was deployed the pt experienced hemiparesis of the right side. A CT scan and neuro-exam was done, but a stroke was not confirmed at that time. Additional information was received in 09/2005, stating that the pt had a repeat CT scan in 09/2005, confirming that the pt did experience a stroke.